Manufacturer narrative:
Terumo has received the actual device for investigation; however, terumo is still investigating this issue and will be submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the oxygenator failed, gas transfer was inadequate. The product was changed out. There was 250ml of blood loss. There was no injury to pt. The surgery was completed successfully.